Event description:
It was reported to MFR that the vns patient had revision surgery due to high lead impedance believed to be due to a possible lead discontinuity. Further follow up with the treating physician revealed that the pt had presented at an office visit complaining of pain, shortness of breath, and voice alteration which were all described as constant. A system diagnostic test was performed and revealed high lead impedance. As a result, the physician disabled the device and the adverse events resolved. The pt was referred for revision surgery. There was no trauma, manipulation, or other believed cause of events. X-rays were not taken prior to surgery to assess the continuity of the system. During surgery, a new system was implanted and only the generator was explanted, as the surgeon opted to leave the existing lead implanted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.